Event description:
It was reported that this left ventricular (lv) lead exhibited a drop in pacing impedance. The impedance remained within range. Additionally, the left ventricular autothreshold (lvat) test unable to be performed successfully. An x-ray was performed. It was discovered that the lead dislodged. The plan is to reposition the lead. The lead remains in use. No adverse patient effects were reported. Additional information received indicates that the lead was explanted and replaced. No additional adverse patient effects were reported. The lead was discarded and is not expected to be returned for analysis.